Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in a patient with an intermittent, self-limited asystole this swan-ganz pacing catheter was introduced but did not work. As per troubleshooting, all external cables were replaced but the issue was not solved. A new pacing catheter was then introduced and it worked. The patient was able to be paced externally during the replacement. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The device was received for evaluation. The report of "did not work" was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. Cut down of the catheter body was performed to expose the pacing lead wires. Proximal leadwire was found to be broken at approximately 2.5 cm proximal of distal tip. Distal circuit was continuous. No visible damage or abnormality was observed from catheter body or balloon. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min without leakage. The correct lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on the available information there is no evidence that supports or confirms that the failure mode is associated to a manufacturing or design defect. Therefore, a root cause could not be determined. As per manufacturing process, the units go through an inspection that includes instructions for the preparation of the proximal filament, a continuity test for the distal and proximal electrodes, and for the wire insertion into the catheter tube. Additionally, final continuity test is performed to the electrodes.